Event description:
"Type iii endoleak noted at follow up visit (B)(6) 2020, tevar procedure on (B)(6) 2020 awaiting further information from site." Patient outcome: "ongoing."

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relaynbs plus thoracic stent-graft system. The relaynbs plus device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relaynbs plus related event occurred in UK.

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relaynbs plus thoracic stent-graft system. The relaynbs plus device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relaynbs plus related event occurred in (B)(6).

Event description:
"Type iii endoleak noted at follow up visit (B)(6) 2020, tevar procedure on (B)(6) 2020 awaiting further information from site." Patient outcome: "ongoing."